Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the light source exhibited heavy traces of corrosion on the scope socket caused by liquid penetration. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. The device evaluation was completed, and the customer's complaint was not confirmed: "fan issues: broke". Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the heavy traces of corrosion noticed on the scope socket were due to liquid penetration. Olympus will continue to monitor field performance for this device.